Event description:
Nurse noticed blood at the site of the catheter. The 22 g saf-t-intima had separated where the catheter meets the wings. The catheter has been in the pt for 2 days, so no packaging was available. No adverse outcome to the pt.

Manufacturer narrative:
The sample is being returned to the MFR for the investigation. Upon completion of the investigation, a supplemental report will be submitted.